Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient was unable to connect ipg with external devices and pc indicated that the generator needs to be replaced. As such surgical intervention is anticipated to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.